Event description:
It was reported that, a patient using the ilet system with contact detach 23-inch steel infusion sets experienced hypoglycemia, indicated by a cgm value of 58 mg/dl during a support call. The patient self-treated with four glucose tablets and later reported hyperglycemia after the infusion needle detached overnight, which prevented delivery of a correction dose. The reported symptoms included hypoglycemia followed by hyperglycemia. The outcomes included self-treatment with oral glucose and continued patient monitoring of blood glucose, with no device alarms reported and no medical care or hospitalization required. The investigation included troubleshooting and education, along with follow-up attempts to collect infusion set lot information. Review of the case revealed user-reported infusion set detachment that interrupted insulin delivery and contributed to the subsequent hyperglycemia, with no device alerts reported. Based on previously established findings for similar reports, it was concluded that the cause was infusion set dislodgement and user management of hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.